Manufacturer narrative:
Inspected five opened and used sensors. Performed bicarbonate buffer test. One sensor failed per inspection due to low readings. The remaining four sensors passed per inspection with accurate readings.

Event description:
The customer reported sensor error alarms. Troubleshooting was performed, but the customer continues to have alarms. The customer also reported being hospitalized due to high blood glucose levels over 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.